Event description:
It was reported to philips that the device failed the pacer test in the operational check and displayed a pacer equipment malfunction message. The issue occured during testing therefore there was no patient involvement.